Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue occurred after preparation for use. The on-site inspection culture test showed positive after multiple cleaning, disinfecting and sterilization (cds) processes. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
H6 - adverse event problem: medical device problem code (a180301), component code (g04093), type of investigation (b01), investigation findings (c1502), investigation conclusions (d15) codes refer to the completed physical device evaluation, not including the customer's allegation of microbial contamination of the device. This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device was evaluated where an additional potential adverse event was confirmed where foreign material was noted in the nozzle. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.